Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed and the occlusion alarms continued to occur. The customer's blood glucose levels ranged between 260mg/dl to over 400mg/dl. Correction boluses via the pump were performed and manual injections were administered to address the bg level. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set. Reportedly, a temperature change may have occurred just prior to the occlusion alarm occurring. Tandem technical support educated the customer in regards to preventing abrupt temperature changes to the pump.